Event description:
Loss of integration. It was reported that the implants at tooth site #32/42 lost integration and were removed. Additional appointment required: not indicated. Symptoms as a result of the event: not indicated.